Manufacturer narrative:
H3, h6) the system was serviced in the field and pendant function was "ok". It was reported that the system needed to have home invalidated and motion recalibrated and all testing passed. Codes b01, c13, and d02 are applicable to this system servicing. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant was having issues engaging the buttons. The pendant would not respond to buttons being pressed for a little bit of time, and then one would begin to work and all of them will then start to work. After some time, the issue would resurface where no buttons work when being pressed. The dongle connection was reseated to see if the position of the pendant had any effect on it's functionality. There was no patient involvement.